Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from october 11, 2019 - october 14, 2019. H10: the actual device was received for evaluation with the tubing line cut as the customer drained the fluid from the bladder. A visual inspection was performed; the winged cap was observed to be slightly untightened and white drug residue was observed around the blue cap. The tubing line was subsequently reconnected and a functional leak test was performed by filling the bladder with green colored water to the nominal volume. After fill and prime, the blue winged cap was hand tightened. The sample was being monitored until the next day and no signs of leak were observed. The reported condition was not verified during functional testing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked from the blue winged cap prior to patient use. There was no patient involvement. No additional information is available.